Event description:
It was reported the patient was having problems with his stimulator. When the patient turned it on, ¿it came on and off as it wanted.¿ the stimulator did this whether the patient was standing, sitting, or lying down. The issues started about two months post-implant. Adjusting stimulation did not resolve the problem. No symptoms reported. The manufacturer representative (rep) was not to see the patient until (B)(6) 2014. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the rep met the patient at the physician's office on (B)(6) 2014. It was noted the patient's device was not in over discharge. The patient's complaint was stimulation in his ribs. The rep attempted reprogramming the device to get it out of his ribs and still maintain coverage in his painful area, which is high in his back and down his legs. After reprogramming the patient stated that it felt better and he would try it. However, the patient called the rep since then and said the stim was just not helping his pain like he thought it should. The patient was supposed to call the rep the week of this report to let the rep know when he can meet at the physician's office. The rep had tried to call the patient but had no response. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4)implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the physician emailed the manufacturer representative (rep) the day of this report and stated that x-rays had been taken. The physician ordered x-rays and reported the day of this report that the lead looked higher than anticipated. The lead was placed in t5. This was different from the surgeon's post op note which the rep believed was t7. A programming session was done to try and get stimulation out of the abdomen and ribs, per the patient&#62688;complaint, but it was unclear if it was successful. It was later confirmed that reprogramming did not resolve the patient&#62688;issues. The patient felt stimulation in similar areas as the trial (abdomen and ribs). The patient experienced less than 50% therapy relief at an unknown location. The physician was going to refer the patient for a surgical consult with the implanting physician and/or trailer. There was no alleged product issue.&#63508;he cause of the event was not determined. The patient's status was noted to be alive with no injury. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
Additional information was reported indicating that the system remains in service. The patient had stimulation in the wrong location, and as result of this event the reprogramming and explant are required. The diagnostic testsand troubleshooting performed were, x-rays, impedance testing, and reprogramming. The patient had less than 50% therapy relief. The stimulation was in the ribs and reprogramming was attempted and the patient had attempted a few times in the past. The physician had offered a revision to the patient but the patient preferred to have the system explanted. The explant was to be scheduled. Additional information was received on (B)(6) 2015 indicating that the manufacturer representative had yet to be notified of an explant date.